Event description:
It was reported that pt underwent bi-polar arthroplasty in 2005. Following procedure, bi-polar disassociated from femoral prosthesis and pt returned to surgery in 2005 to replace components.